Event description:
The device was used during a hernia repair procedure. Reportedly, the suture broke. The hosp has reported no pt injury occurred.

Manufacturer narrative:
7/14/1998-supplemental report #1 sent to FDA. Since the submission of the initial medwatch report, we rec'd the product and performed an eval. The codes have been changed to reflect the receipt and eval of the product.